Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump was received with no button response due to corroded act button keypad trace. Unable to perform functional test due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that he noticed there seems to be dust under the screen window making it hard to read. The customer's blood glucose was unknown. The product was returned for analysis.